Event description:
It was reported there were concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The battery remaining on (B)(6) 2022 was 40% and on (B)(6) 2022 it was at 15%. Device data confirmed that the power consumption is increasing in a gradual fashion. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported there were concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The battery remaining on (B)(6) 2022 was 40% and on (B)(6) 2022 it was at 15%. Device data confirmed that the power consumption is increasing in a gradual fashion. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that this s-ICD emitted tones. The plan is that this s-ICD will be explanted and this patient will be implanted with a loop recorder. At this time, this s-ICD remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported there were concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The battery remaining on (B)(6) 2022 was 40% and on (B)(6) 2022 it was at 15%. Device data confirmed that the power consumption is increasing in a gradual fashion. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that this s-ICD emitted tones. The plan is that this s-ICD will be explanted and this patient will be implanted with a loop recorder. At this time, this s-ICD remains implanted. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported there were concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The battery remaining on (B)(6) 2022 was 40% and on (B)(6) 2022 it was at 15%. Device data confirmed that the power consumption is increasing in a gradual fashion. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that this s-ICD emitted tones. The plan is that this s-ICD will be explanted and this patient will be implanted with a loop recorder. At this time, this s-ICD remains implanted. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to an unknown reason. No additional adverse patient effects were reported.